Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix was notified on (B)(6) 2018 by m2s of an afx type 3a endoleak for a patient originally implanted sometime in 2014. A competitor stent graft was used to successfully resolve the endoleak. As vqi hospitals are anonymous, no additional information will be reported on this patient.